Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient could not get neither of their patient programmers to connect with the ins. The patient wasn¿t clear on what the exact issue was. The programmers weren¿t available at the time. Troubleshooting could not be performed. No symptoms were reported. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.